Event description:
It was reported that the implantable neurostimulator "broke or got displaced and they had to start from scratch and put a new one in." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).